Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and found that the iabp's safety disk is broken causing the machine to alarm leak in iab circuit all the time. The fse performed a complete system check of the iabp with normal results. The iabp was not repaired, a quote was provided to the customer for the repair. A supplemental report will be submitted if additional information is provided. Full event site name: (B)(6) hospital.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed leak in iab circuit alarm. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) displayed leak in iab circuit alarm. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The parts were received and replaced, all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the safety disk was replaced and the iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer used old spare parts to fix the iabp unit, awaiting the required spare parts. The customer has approved the purchase of the required parts, the fse will perform the repair once the parts are received. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.